Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check performed by tandem technical support revaluated that the customer was not following the proper cartridge load technique during load procedure. Tandem technical support educated the customer on proper load technique. Customer replaced pump supplies and resumed insulin therapy. Customer's blood glucose was 286 mg/dl.